Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The device was not returned to assist with the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
The patient underwent an intended ureteroscopy procedure using an ngage nitinol stone extractor basket. The surgery was in progress and the physician was about to perform the biopsy of the ureter tumor. The physician checked the opening and closing function of the ngage nitinol stone extractor basket and found that the basket was broken and could not be used. The device did not come in contact with the patient. There was no adverse event reported.